Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via medwatch # 5075849 on (B)(6) 2017 the patient underwent successful implantation of a watchman device. Upon routine follow up on (B)(6) 2018, using trans-esophageal echocardiogram, it was discovered the watchman device was no longer in the heart as it had migrated to the descending aorta. The patient required return to the cardiac cath lab and underwent retrieval with a snare via a femoral artery cut down.